Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalised illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085152) that a female patient, of unknown age at the time of event, who underwent primary breast augmentation with two 300cc mentor smooth round moderate plus profile saline breast prostheses, suffered several unexplained systemic symptoms, including auto-immune symptoms, declined health, headaches, migraines, anxiety, depression, panic attacks, general chest discomfort, shortness of breath, trouble breathing, feeling faint, weak especially during exercise, brain fog, mental confusion, loss of the quality, chronic sinus infections, bloating, acne, gluten intolerance, alcohol intolerance, retaining fluid, sudden food intolerance, food sensitivities, leaky gut, ibs, sibo, nutrient deficiencies, h. Pylori infection, parasites, back pain, inflammation, numb limbs, numb hands, numb fingers, chronic fatigue, lack of motivation, general lack of interest, dull/red eyes, brittle hair, lack of hair growth, hair loss, irregular periods, dry skin, dehydration despite drinking, frequent urination, blurry vision, ringing ears, cognitive abilities declined, memory loss, cannot find words, pressure in head, recurring yeast infections, itchy ears and eyes, allergies, skin rashes, reactions to skin care products, constant runny nose, poor sleep quality, slow healing, easy bruising, throat clearing, difficulty swallowing, acid reflux, slow muscle recovery, heart palpitations, pain around implant and underarm, swollen and tender lymph nodes, cold limbs, hands and feet, abnormal sweating, and premature aging. As a result, the patient underwent bilateral removal on (B)(6) 2019. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the right breast prosthesis.